Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges pain, injury, emotional distress and mental anguish. Doi: (B)(6) 2008; dor: not reported; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (dob, age), a4, b3, b5, b7, d7 and h6 (patient and device codes) h6 patient code: no code available (3191) used to capture the device revision or replacement and blood heavy metal .

Event description:
Pfs alleges necrotic tissue, pain and metal poisoning. After review of medical records the patient was revised to address pain, elevated metal ions due to metallosis. Operative note reported scarring, large amount of brown fluid, pseudotumor-type of layer, metallosis around the head and neck, defect posteriorly-superiorly position of the acetabulum, erosion behind acetabulum, extensive metal debris and cystic material.